Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent removal procedure of a less invasive stabilization system (liss) plate and screws. During the procedure, the tips of two (2) of the conical extractors broke off while trying to remove three (3) locking screws that were cold-welded in the plate. A carbide drill was needed to remove the three (3) screws which generated fragments and caused a twenty (20) minutes surgical delay. The screw fragments and extractor tips were retrieved and nothing remained in the patient. The plate and a total of eight (8) screws were successfully explanted. The patient outcome was reported as good. The plate and screws were originally implanted approximately seven (7) years ago and were removed at the request of the patient. Concomitant devices reported: five (5) unknown screws (part # unknown, lot # unknown). This report is for one (1) conical extraction screw for large screws & 4.9mm bolts. This is report 2 of 6 for (B)(4).